Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer's blood glucose reading was 47 mg/dl at the time of incident. Troubleshooting found that the pump has been using batteries, more than 1 a week. Customer was advised that a new batetry cap would be provided and to call back once received for further troubleshooting.